Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump displayed an inaccurate fill estimate. Reportedly, the fill estimate was "stuck at 80" for several hours and was at 75 units at the time of the report. Tandem technical support explained to the customer that if the fill estimate is low, it would remain static until the actual amount of insulin inside the cartridge went below the static number. The customer understood and declined troubleshooting. Customer's blood glucose level was 170 mg/dl.